Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-66 alarm was identified during the review of the alarm log. The alarm was not reproduced during evaluation. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-66 (supply voltage of cpu circuitry is too high) alarm. This occurred before use. There was no patient involvement. No additional information is available.